Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed recurring infections at the implant site. The patient was prescribed oral antibiotics in (B)(6) 2011, (B)(6) 2012, and (B)(6) 2013. Additionally, a steroid injection was administered in (B)(6) of 2012. The implanted device remains.